Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date, expiration date and UDI #. Therefore, a supplemental report will be submitted to update. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a possible cerebrovascular accident. Procedure was completed without complications. Post-procedure, upon returning to the unit, the patient became aphasic. An ischemic stroke was suspected. Imaging (unspecified) was performed. Hospital employee (unspecified) indicated that the probable cause was a left carotid stenosis. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Correction to the 3500 initial as it was reported that still pending was the manufactured date, expiration date and UDI #. However, the manufactured date and the UDI # fields were completed in the 3500a initial. Pending was the expiration date. The device history record (DHR) was provided on february 12, 2018. Therefore, the expiration date has now been provided. Expiration date has been populated. The device history record (DHR) for the lot number 17654646l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).